Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, in review of the users¿ completed survey we could not specify the root cause of the remaining foreign material as it is unclear if the reprocessing was conducted in accordance with instructions for use (IFU). The cause of the reported event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿. [Inspection of the endoscope]. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. -inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue of "air and water supply is not possible or weak" was not confirmed, however, it was observed that the device nozzle has foreign material inside. This condition was attributed to insufficient cleaning, reprocessing, handling issue. Furthermore, the following defects/findings were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Connecting tube has a dent and has discoloration. Scratch found on control unit, grip, right/left knob, up/down knob, s-cover (scope cover). Due to the nature of this reportable event (foreign material found inside nozzle, handling issue), during follow up, the cleaning sterilization and disinfection (cds) processes at the user facility was requested. Follow up information, the following were noted : it was unknown if the cds was performed on the device prior to sending to olympus for repair. Customer stated "unknown". Facility was not aware, noted ¿unknown¿ as to when the foreign matter adhered on the device. Did not provided additional information. Facility did not provide any information concerning their cds process. No further information provide regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of " air and water supply is not possible or weak". No harm was reported. No patient harm, no user injury reported. Device evaluation found foreign material inside the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation.